Manufacturer narrative:
On 04 nov 2015 it was communicated that the results for the pathogen came back negative. Batch review performed on 23 november 2015: gmk femur cemented ps #5narrow / left, code 02.07.2215l lot. 150301: (B)(4) items manufactured and released on 13 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 4 r, code 02.07.1204l lot. 150912 (k090988): (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial insert ps fixed # 4/12mm, code 02.07.0412psf lot. 136094 (k090988): (B)(4) items manufactured and released on 10 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk patella resurfacing # 2, code 02.07.0034rp lot. 151408 (k090988): lot 151408: (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2015 patient came in for 6 week post-operative check-up complaining of pain and inflammation. Surgeon took a blood sample which showed a high level of white blood cells. On (B)(6) 2015 the surgeon removed all components and put in an all poly components with antibiotic cement. The explants will not be returned. X-rays are not available.

Manufacturer narrative:
On 22 january 2016, it was prepared a final report with the information already submitted in the intial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.